Manufacturer narrative:
The review of provided data confirmed the reported issue: impossibility to complete the interrogation of an ICD with the programmer smarttouch (software version smartview 3.16) since the icon "connection" in the lateral bar turned and never stopped. The icon ¿connection¿ never stopped since the front interface (visible user interface) was not ready to receive pop-up messages from the back interface. The detection of the communication error and the pop-up message occurred during the short initialization time of the front interface and were not displayed to the user. The user couldn¿t respond to the pop-up message and the front software remained blocked. The reboot of the programmer is recommended in such situation. This reported issue will be corrected in the next programmer software version. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it is impossible to complete the interrogation of an ICD with the programmer smarttouch. The icon "connection" in the lateral bar turns and never stops (sv 3.16).